Event description:
The patient was undergoing a thrombectomy procedure to treat a pulmonary embolism using an indigo system separator 12 (B)(6), an indigo system aspiration catheter 12 (cat12), and a guidewire. During the procedure, the physician noticed that the patient had become hemodynamically decompensated and decided to perform a quick fluoroscopy. The imaging revealed that a segmental part of the lung was perforated causing bleeding. Therefore, the physician implanted a pod coil to treat the bleeding. It is unknown if the (B)(6) or guidewire is the cause of the perforation. No additional information regarding the completion of the procedure was provided. It was reported that the patient was successfully weaned from extracorporeal membrane oxygenation (ECMO) and is now home. A tricuspid valve damage was identified and will later be surgically repaired. The interventional radiologist believes to have inadvertently caused the valve damage during the procedure but can¿t confirm it. This may have contributed to the patient¿s rapid decompensation during the case.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on (B)(6)2025: 1. Section b. Box 2. Outcomes attributed to adverse event. 2. Section b. Box 5. Describe event or problem. 3. Section h. Box 6. Health effect impact code 2. Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was discarded and is no longer available for return. Therefore, a physical device investigation was unable to be performed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat a pulmonary embolism using an indigo system separator 12 (sep12), an indigo system aspiration catheter 12 (cat12), and a guidewire. During the procedure, a segmental part of the lung was perforated causing bleeding. It is unknown if the sep12 or guidewire is the cause of the perforation. No additional information regarding the completion of the procedure was provided.